Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ 2 pnk 20ga IV cannula had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "today we had an IV with a leaking syringe tip where blood came out through."

Event description:
It was reported bd venflon¿ 2 pnk 20ga IV cannula had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "today we had an IV with a leaking syringe tip where blood came out through."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon from lot # 0338517 regarding item # 391452 with the reported issue that ¿leaking syringe tip where blood came out through¿. The DHR of material number (B)(4). And lot number 0338517 was checked and no quality notification was recorded on this lot. No sample and one photograph was received from the customer and was used for investigation of the reported defects. None of the ten retention samples showed any leakage in them. Original sample will be required to confirm the defect. The defect cannot be confirmed. H3 other text : see h.10.

Event description:
It was reported bd venflon¿ 2 pnk 20ga IV cannula had leakage issues. The following information was provided by the initial reporter, translated from dutch: "today we had an IV with a leaking syringe tip where blood came out through."